Manufacturer narrative:
E1 - event site name: the (B)(6) hospital. E1 - event site telephone: (B)(6). E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displays a maintenance alarm when turned on. There was no patient involvement and no harm reported. During equipment maintenance, screen flickering was also observed.